Manufacturer narrative:
No product was returned for investigation., corrected data: added lot number 4114551.

Event description:
It was reported that after insertion, the cuff was found to be leaking.